Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken main tube. A piece measuring proximately 6.47mm x 3.98mm was not returned with the instrument. Components adjacent to this broken main tube do not show damage which may indicate potential mishandling/misuse. The complaint regarding the tip of instrument became unaligned with the instrument shaft was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument tip became unaligned with the shaft. The procedure was completed with no reported injury.